Event description:
It was reported that at the beginning of a procedure, the laser did not power up. After consultation with manufactures technical support it was determined that the system was no longer able to be utilized. The case was completed with another laser system. No pt injury was reported.